Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) does not turn on and does not charge the batteries. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields - b5, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cart was not properly attached. A short training course was given to the nurses and the manager present. No parts were replaced. Function tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
It was reported that, cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp) does not turn on and does not charge the batteries. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e.1.: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.